Manufacturer narrative:
The thumbscrew was used in treatment, but the tracker became loose and an overcut was realized. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. After the instructions for use review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that handpiece calibrated just fine, local rep stated that tracker array tighten down in typical fashion. During cutting, surgeon burred the anterior portion of the femur, all seemed fine. Switched to speed control to bur the posterior femur. Then, the posterior femur started turning red, and navio cutting was stopped. It was noticed that the handpiece tracker array was loose on the handpiece. It was chosen not to go back to planning and alter the plan at all, but did moved the femur to ""reset the image"" and verify if it was truly deep in that posterior region, and it was (when sweeping the burr on the posterior femur, the image turned red again). At this point surgeon did his post holes, and fit the trial femur to the bone, based on surgeon's assessment, it was going to be too loose in flexion space and converted the case to a total knee. Upon inspection of the handpiece. The forward most thumbscrew was intact, but the posterior thumbscrew was broken, we are sending the part in for inspection. Surgeon converted the case to a total knee. On (B)(6) 2016, sales rep went into the account to swap out the thumbscrews on both handpieces. Discovered that the handpiece side thumbscrew on sn000173 when he unthreaded both sides, the washer came off. When he tried screwing the new thumbscrew in, it wouldn't fully engage and would tighten down and then spin. Sounded like a cross threading. He also mentioned that the handpiece tracker, when righted to the handpiece felt sturdy, but one of the hum screws wasn't sitting flush with the other, and said he was concerned about it.